Manufacturer narrative:
Correction to the initial MDR in block g3, the date should have been (B)(6) 2025. Block b3: exact date unknown, event occurred a year ago. Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial:(B)(6), batch: (B)(6). UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented with erosion and wound dehiscence at the lead and lead extension connector site. As a result, the patient turned off the therapy and the devices were explanted. The physician confirmed that the wound dehiscence was related to the device, although no unusual events occurred during the recent procedure that could have contributed to the issue. The patient was hospitalized for one day and treated with doxycycline, despite showing no signs of infection. The patient is recovering well postoperatively. The devices were not returned for analysis, as they were disposed of by the medical facility. Additional information was received indicating that cultures confirmed the presence of staphylococcus capitis. As a result, the patient was placed on antibiotic treatment and is currently recovering well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago. Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented with erosion and wound dehiscence at the lead and lead extension connector site. As a result, the patient turned off the therapy and the devices were explanted. The physician confirmed that the wound dehiscence was related to the device, although no unusual events occurred during the recent procedure that could have contributed to the issue. The patient was hospitalized for one day and treated with doxycycline, despite showing no signs of infection. The patient is recovering well postoperatively. The devices were not returned for analysis, as they were disposed of by the medical facility.